Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that the brush heads (even new ones) were not staying attached to their oral-b triumph professional care toothbrush and came loose from the connector piece without resistance. No injury was reported.

Manufacturer narrative:
(B)(6) 2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic and driving shaft parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Consumer via e-mail stated that the brush heads (even new ones) were not staying attached to their oral-b triumph professional care toothbrush and came loose from the connector piece without resistance. No injury was reported.